Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Month and day unknown. Only year (2017) is known.

Event description:
It was reported that during a lung wedge resection procedure using a gold cartridge that the device locked and the knife would not return. Reverse and manual override was tried to remove the device. A piece of the lung was transected from the other side of the patient to remove the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p57v0t. Investigation summary: device was received with the anvil closed and unknown trocar attached. The device had been bailed out - returned with the manual override. The knife was not completely home. One ratchet of the manual override returned the knife and the device opened. The manual override was reset and the device functioned as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.